Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an axium coil that failed to detach. The patient was being treated for an unruptured aneurysm of the right internal carotid-posterior cerebral artery. The aneurysm max diameter was 5mm. The patient's blood flow was normal and vessel tortuosity was moderate. It was reported that the device was prepared according to the manufacturer instructions for use (IFU). The coil was delivered but failed to detacher after two attempts with the instant detacher. Manual detachment was attempted once but also failed. The coil was removed. There was no harm or injury to the patient.